Event description:
Hill-rom received a report from hill-rom tech stating the intellidrive was malfunctioning. The bed was located at the account. There was no pt/user injury reported. This report was filed in our complaint handling system as complaint #(B)(4).

Manufacturer narrative:
The hill-rom tech found the power gauge pcb was malfunctioning. A search of the hill-rom maintenance records did not show hill-rom performed any preventative maintenance on this bed. It is unk if the facility performs preventative maintenance on their beds. Hill-rom tech replaced the power gauge pcb to resolve the issue. Based on this info, no further action is required.